Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not deliver set volumes. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Through further investigation, the healthcare facility clarified that the device was constantly alarming shortly after intubating the patient. It was discovered that the corner of the expiratory cassette compartment was damaged, preventing the expiratory cassette from latching as intended. With more than normal amounts of pressure the expiratory cassette could be fully inserted, and the device functioned as normal. The healthcare facility ordered the damaged expiratory cassette compartment for replacement by themselves and will complete functional testing when the part is replaced. The device was not recommended to be used until replacement is performed.

Event description:
Manufacturer's ref #: (B)(4).